Event description:
A report was received that the patient is experiencing non device related pain and muscle spasms at the lead site. During the lead revision to adjust the leads the physician decided to replace the ipg as it wasn't properly working. The patient is doing well following the revision.

Event description:
A report was received that the patient is experiencing non device related pain and muscle spasms at the lead site. During the lead revision to adjust the leads, the physician decided to replace the ipg as it wasn't properly working. The patient is doing well following the revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model sc-2138-50, serial #s (B)(4) & (B)(4), description: scs 50cm iii lead.

Manufacturer narrative:
The ipg passed visual tests performed, however, device analysis could not verify the complaint for the ipg just stopped working, due to analog ic (aic-u1) damage from known electrocautery use during the explant procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company label warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).